Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the feeding sets were leaking.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer states that the feeding sets were leaking.¿ a review of the device history record (DHR) for lot no. 152260359 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Twenty-five (25) samples were received for evaluation. The samples were visually and functionally inspected. Functional testing detected leaking on the cross spike connector. A potential root cause for leaking could be a dimensional gap between the connector and tubing. Incorrect handling (pulling) or unintentional excessive force could also result in leaking or detachment. To mitigate leaking and possible detachments, a formal CAPA investigation is currently in progress. The focus will be to further evaluate the dimensional gap between the cross spike connector and the tubing. The reported customer complaint is confirmed. A root cause could not be determined. A potential root cause was determined to be a dimensional gap between the connector/tubing and/or incorrect handling (pulling) or unintentional excessive force. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.